Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user and caregiver reported a low blood glucose (bg) event after initiating pump use. The lowest reported blood glucose was 65 mg/dl. The user had experienced high bg prior to pump start, and the correction algorithm attempted to reduce glucose, which resulted in the low. The user treated with 10 grams of carbohydrates, and bg increased to 80 mg/dl. The ilet device alerted the user of low glucose. No symptoms, external assistance, or medical intervention occurred.